Event description:
The device involved in this MDR report was implanted in 2005. During a routine follow up in 2006, it was reported that the device was in standby mode upon interogation. Two weeks later, during a new scheduled follow up, the marker events were displayed in an unexpected way during a real time telmetry process. The device remains implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device remains implanted.